Event description:
Device 3 of 3. Reference MFR report # 1627487-2014-01125. Reference MFR report # 1627487-2014-011126. It was reported one of the leads became disconnected resulting in partial stimulation coverage. Surgical intervention may be considered at a future date.

Manufacturer narrative:
Correction/removal number.: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.